Manufacturer narrative:
No report of patient involvement. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The n2o balance regulator was recommended for replacement.

Event description:
The hospital reported the unit was able to deliver a hypoxic mixture of gas. There was no report of patient involvement.